Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ul4v, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient stated she has been having a lot of problems with device. It was clarified that device has not been providing patient's therapeutic relief. The patient has tried all different settings and she can't seem to get it to the right setting where it was working for her. The patient stated when she could get stimulation set right; it just causes her pain because stimulation was set too high. The patient could not get it to where it was comfortable and providing therapeutic relief. The patient has been having accidents all the time. The patient mentioned the trial worked great. The patient mentioned that the device worked for the first week post implant. The health care provider (hcp) was aware of the issue and redirected patient to manufacturer representative for assistance in programming. Additional information received about a week later indicated that patient had an appointment scheduled which she did not show up. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.